Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected false pause episodes due to undersensing r-waves/premature ventricular contractions (pvc). It was further reported the icm maximum count was met for false atrial fibrillation (af). The icm remains in use. No patient complications have been reported as a result of this event.